Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the scope visibility was not clear. The reported condition occurred two times and the surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.